Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary (B)(4): was returned and per analysis was found to have high battery impedance.

Event description:
It was reported that the device was suspected of early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.